Manufacturer narrative:
One used portex® blue line ultra® suctionaid tracheostomy tube was received for investigation. A visual inspection was performed and it was confirmed that the suction line was detached from the flange. A manufacturing review was performed and no discrepancies were found in the manufactured samples. The root cause was attributed to a manufacturing deficiency: the most probable cause is that the operator applied methylene chloride instead of tetrahydrofuran (thf), due to the fact that the dispensers were similar. The complaint was confirmed.

Manufacturer narrative:
Country of origin: (B)(6).

Event description:
It was reported that after two days in use, the suction line above the cuff of a portex® blue line ultra® suctionaid tracheostomy tube was broken at its base. The device had been tested according to the instructions for use prior to insertion. No injury was reported.